Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced severe hypoglycemia with a blood glucose (bg) nadir of 30 mg/dl while wearing the ilet. The user became unresponsive at a physician¿s office, where staff called ems. The user was transported to the hospital, admitted, and treated with manual insulin injections. The user was discharged on (B)(6) 2025. The user reported not having reconnected to the ilet since the event.